Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, air cavities observed but not considered a defect due to the non-textured part location, crease fold, yellow particles, and opening. Leak test was performed and found opening on anterior/posterio r/radius. A microscopic analysis was performed which identified a striated edge opening in the radius consistent with the use of a surgical tool, and a smooth crease opening in the anterior/posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on radius due to surgical damage, a smooth crease opening in the anterior/posterior sides due to a fold flaw opening.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.